Event description:
It was reported that an ilet device sustained physical damage when it was dropped during a supply change, resulting in the screen detaching and the device becoming unusable; the user reverted to an alternative insulin therapy and reported no alerts or alarms, and no blood glucose issues at the time of contact. Symptoms included no injury. Outcomes included interruption of normal device use with reliance on backup therapy. Customer care provided support that included collection of event details, verification of serial number and shipping address, and request for return of the damaged device. Investigation of this case revealed evidence of external damage consistent with a dropped device and inability to continue use. It was concluded that the device failure resulted from accidental physical damage rather than a device malfunction.